Event description:
The customer reported fluid leaked from the left side of the alkaline buffer bottle, around the ion selected electrolytes (ise) module involving unicel dxc 600 synchron system. The customer noted fluid underneath the unit and used an absorbent towel to contain it. The customer stated calcium and chloride controls failed calibration. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. Patient results were not generated, and the unit was not in use. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse discovered a faulty ion selected electrolytes (ise) waste valve and replaced the valve to resolve the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).